Event description:
It was reported that the patient experienced intermittent sound. External equipment was exchanged but system lock could not be established. Surgery to explant the patient's device will be scheduled.